Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the altitude alarm resulted in the customer experiencing an elevated blood glucose (bg) level of 522. Customer administered a manual injection to address the elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.